Manufacturer narrative:
There was no report of pt involvement, thus no pt data exists. There is no expiration date for this product. At the time of this report it is unk if this product was returned to the MFR for eval. At the time of this report it is unk if the spring arm has been replaced. Eval summary: the covers were removed off the spring arm and it was found that both retaining screws that hold the light head on were sheared off. The potential health risk is that the light can fall from the spring arm. Upon further visual inspection, there were several dents and broken screws found due to user misuse. In this incident there was no report of pt involvement or adverse consequences. This not a single use device.

Event description:
(B)(4). Upon resolving original complaint called in, it was reported by tech, found both the retaining screws that hold the light head on have been sheared off, one was still in the screw hole, the other was loose inside the assembly. Parts are taped to the springarm for eval.